Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks; the fiber connector passed the signature verification fixture test. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure t 31,577 joules and 7:13 minutes a fiber port overheated message was displayed and "unsuitable fiber" was noted by the physician. The fiber was exchanged and the procedure was completed using "bipolar resection + utilization of another fiber". It was not reported which method was used to complete the procedure. No failure was reported on the second fiber. The tip of the fiber was cleaned during the procedure. No harm to the patient reported.